Event description:
It was reported that the prior to implant, the pulse generator was programmed with new patient data. Following implant, the stored changes were not saved. The device was reprogrammed with the new patient data again. On (B)(4) 2014, device interrogation revealed that the changes had not been stored. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.